Event description:
It was reported by the patient that after pacemaker implant one month ago, patient had chest pain/discomfort with the smallest exercise level, even walking. It was also reported that chest pain/discomfort was never present prior to the implant. Therefore, the device was reprogrammed by decreasing the rate response to relieve chest pain symptoms. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.